Event description:
Reporter indicated that pt experienced 6-8 beats of ventricular standstill during intraoperative lead test. The rhythm returned to normal upon interruption of the lead test. There was reportedly a p-wave and no qrs. Three more lead tests were performed without further cardiac incident. Implanting neurosurgeon indicated that the event may have been related to retractor pressure on jugular vein and it's proximity to the carotid bulb.